Manufacturer narrative:
The customer reported the tubing snapped during use, after pump alarmed air in line, and returned one sample of material 2426-0007, lot unknown. Upon initial visual examination, the set verified the failure of separation at the upper fitment of the silicon pump segment. The silicon had a ring retainer indent on the tubing. The ring retainer evidence shows that the issue is not a manufacturing related problem. A possible root cause lies with clinical practice, and a member of our clinical team was notified of the failure. A device history record review could not be performed because the lot number is unknown.

Event description:
It was reported that bd alaris smartsite pump infusion set had air in line. The following information was received by the initial reporter with the following verbatim. It was reported by customer that large bore tubing with ivig running kept alarming air in line. When tubing was taken out of pump and stretched, it snapped.